Event description:
This is a health professional report from the (B)(6) that involves a male patient who experienced seeds dropping out of needles, with no adverse event, during implantation of rapid strand rx (rsrx) for brachytherapy treatment of prostate cancer. Concurrent medical conditions/past medical history included prostate cancer. Concomitant medications were not reported. On an unspecified date, the patient underwent an implantation of rapid strand rx for brachytherapy treatment of prostate cancer (dose not reported). The lot number was not provided. During seed implantation, seeds were dropping out of the needles. This affected three needles (numbers 3, 8, and 23). The site had ordered an extra needle and was able to use that one to make up for the affected needles, so there was not any clinical impact on the patient, as the distribution of seeds was implanted as planned. The oncologist doing the implant reported that some needles required a much firmer action to move the initial "wax" plug out, while others required no effort at all, leading him to comment that there was significant difference between the way the needles were plugged with the "wax." The institution and the operators were experienced and familiar with the use of the product, and there were no visible signs of damage to the packaging or the kit. A second patient received an implant with the product the same day and had no issues. The institution contact noted the following during the procedure: the blue stopper was gently pulled out, then the technician lifted the needle holding it by the "needle hub" and the weight of the obturator on its own was enough to push the seeds out of the needle, and they fell into the packaging. The technician was not touching or pressing down on the obturator in any way- it was simply the weight of the obturator that was pushing the seeds out as the needle was raised out of the packaging. The institution considered that the wax plug at the end of the needles was insufficient for the job. Looking at the packaging, there was no evidence that the needles were subjected to any impacts or handling that could have shaken the needles and loosened the plug. There was no change in storage procedure, so there was no environmental change which could have affected the wax plugs at the institution. Medical assessment: no adverse events were reported and the oncologist was able to complete the procedure as planned despite losing seeds from the three needles. This incidence has happened for the second time in last couple of months and has the potential to cause harm to the patient. Quality assurance investigation initiated.

Event description:
Report # 2915056-2016-00003 is a health professional report from the (B)(6) that involves a male patient who experienced seeds dropping out of needles, with no adverse event, during implantation of rapid strand rx (rsrx) for brachytherapy treatment of prostate cancer. Concurrent medical conditions/past medical history included prostate cancer. Concomitant medications were not reported. On an unspecified date, the patient underwent an implantation of rapid strand rx for brachytherapy treatment of prostate cancer (dose not reported). The lot number was not provided. During seed implantation, seeds were dropping out of the needles. This affected three needles (numbers 3, 8, and 23). The site had ordered an extra needle and was able to use that one to make up for the affected needles, so there was not any clinical impact on the patient, as the distribution of seeds was implanted as planned. The oncologist doing the implant reported that some needles required a much firmer action to move the initial "wax" plug out, while others required no effort at all, leading him to comment that there was significant difference between the way the needles were plugged with the "wax." The institution and the operators were experienced and familiar with the use of the product, and there were no visible signs of damage to the packaging or the kit. A second patient received an implant with the product the same day and had no issues. The institution contact noted the following during the procedure: the blue stopper was gently pulled out, then the technician lifted the needle holding it by the "needle hub" and the weight of the obturator on its own was enough to push the seeds out of the needle, and they fell into the packaging. The technician was not touching or pressing down on the obturator in any way- it was simply the weight of the obturator that was pushing the seeds out as the needle was raised out of the packaging. The institution considered that the wax plug at the end of the needles was insufficient for the job. Looking at the packaging, there was no evidence that the needles were subjected to any impacts or handling that could have shaken the needles and loosened the plug. There was no change in storage procedure, so there was no environmental change which could have affected the wax plugs at the institution. Medical assessment: no adverse events were reported and the oncologist was able to complete the procedure as planned despite losing seeds from the three needles. This incidence has happened for the second time in last couple of months and has the potential to cause harm to the patient. Quality assurance investigation initiated. Follow up information received on 11-mar-2016: quality assurance investigation summary: all documents and all in process paperwork were reviewed. The order met all release specifications and requirements and there were no manufacturing anomalies or unusual events during manufacturing. The bone wax placement was verified and signed off on the custom needle configuration plan for this order at the time of loading. (B)(4). In the customer complaint details report, it states, from the doctor, "the blue stopper (stylet lock) is gently pulled out then the technician lifts the needle holding it by the needle hub and the weight of the obturator on its own is enough to push the seeds out of the needle and they fall into the packaging." Users are encouraged to refrain from removing the stylet locks before the needle is removed from the tray. Per the 6711 instructions for use (document 19-11-064), the user should ensure the stylet lock is secure upon removing the needles from the tray, then removed from the needle hub once the placement begins. This allows the stylet to remain in place and helps avoid possibilities of the stylet pushing the seeds through the needle before the seeds are ready for implant. Based on the details provided by the doctor, it is likely the removal of the stylet locks caused the stylets to fall through the needles and push out the strands. Leaving the stylet locks in place as needles are removed from the packaging for future implants should eliminate the occurrence of strands falling out of needles. Based on the review this complaint could not be confirmed. However the manufacturer is exploring process improvements to ensure the appropriate amount of bone wax is present in the needle. Quality assurance investigation finalized.